Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had worn and cracked battery cap and also was rejecting new battery. The customer also reported that the insulin was squirting during prime and buttons were hard to press during cold weather. The customer's blood glucose was unknown at the time of incident. The customer declined troubleshooting. The insulin pump will not be returned for analysis.